Manufacturer narrative:
(B)(4).

Event description:
The pt fell. Afterward, the implantable neurostimulator was not working. An x-ray revealed no compression fracture or changes in disc degeneration. One lead was at t7, the other at t8-9. The pt was treated with epidural steroid injections and trigger point injections. A physician mode recharge was completed. A power on reset needed to be cleared. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.